Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes was missing gel. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "a couple" of tubes that were sent to the lab had no gel in them.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes was missing gel. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "a couple" of tubes that were sent to the lab had no gel in them."